Event description:
Initial result for a pt calcium was 10.0 mg.dl. When repeated, the result was 8.5 mg/dl. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.